Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault 74, however, performance testing could not reproduce the system fault error. Based on all available evidence and previous investigations of similar complaints, it was determined that system fault was most likely due to a software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.